Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer pulls up on plunger 2-3 times, does not release plunger when removing cartridge air. Clinical support advised customer that pulling up on plunger 2-3 times, and not releasing plunger when removing cartridge air, is off label per the user guide. No reported impact to the customer¿s blood glucose level.